Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that during implant of right ventricular lead, lead was damaged due to a maneuverability issue. Lead was not used. Patient condition was stable.